Event description:
Report of explant of device system due to "granulomatous formation at catheter tip resulting in thoracic paresthesias and dysesthesias" received per annual device tracking report. Follow up with hcp revealed pt had been receiving ms04 - concentration 10 mg/cc at increasing dosages - medication compounded by hospital pharmacy. Pt presented with the described paresthesias. A myelogram and CT spine with contrast were done. Results indicated "soft tissue around the distal end of the catheter which could represent granulomatous reaction of infection." Culture of csf was negative for acid - fast bacilli. Pt status at last report - "pt doing fairly well from a symptomatic and functional standpoint."